Event description:
A surgeon reports that a pt developed endophthalmitis 1 day post-operative following cataract surgery. The relationship between this report and the intraocular lens is not known. More info is being sought.